Event description:
During a demo, the customer reports that they ran into a lot of alignment issues and load cell issues where the unit kept displaying "realign patient".

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.